Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the entered a wrong user ID which is fbush. The technical service engineer assisted the customer to correct the user ID as per the pes website and to test login. This resolved the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that had a login issue and unable to authenticate. The customer reported that able to get medications from another station and there was a no delay in dispensing medications. There were no adverse events or injuries reported based on this event.